Manufacturer narrative:
This report is submitted in accordance with the provisions of 21 cfr part 803. At the time of submission, the information provided may be based on either preliminary findings or a completed investigation, depending on the status of the case. The submission of this report does not constitute an admission by carlsmed, its employees, or the u.s. Food and drug administration (FDA) that the device, or carlsmed, caused or contributed to the event described. If relevant new information becomes available, the report will be updated accordingly, as required by regulatory obligations.

Event description:
The knob bent during impaction at l4/l5. The inserter retained connection with the implant but was now in the articulating position. Cage pivoted and the surgeon was able to place the implant in the desired position. The inserter had no issue being detached from the implant, and once the inserter was removed, it was noted that the inserter was broken. No harm to the patient reported.